Event description:
Dial a flow tubing (bd maxguard 10 drop flow controller administration set with needleless y-site/ref #mfs102) does not work and needed to be replaced. All clamps were open and the flow controller was open but the IV fluids would not flow. This has happened to several of these sets at this point.